Event description:
Information received from the field does not address the patient's clinical status but notes that review of several electrograms revealed noise on the atrial lead. The physician was aware of the noise and elected to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received